Event description:
Treatment of an avm. It was reported the catheter became entrapped in the onyx mass during procedure and broke off upon removal. The broken segment remained in the patient.no patient injury reported.same event as MDR# 2029214-2011-00370.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).